Event description:
Initial (B)(6) 2025): this serious case reported via amazon review refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. The consumer used the dentek comfort fit dental guard for an unknown indication and experienced misaligned bite that required aligners. The consumer wore the guard for about a year. This case outcome is unknown. Meddra version 27.1 expectedness: malocclusion: expected according to the company reference safety information